Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported he has been without stimulation for approximately a week. Reportedly, the sjm representative met with the patient wherein the system was determined to have low impedance values. Subsequently, further troubleshooting with alternate programs produced unintended stimulation in the stomach. As such, surgical intervention to revise the system may be the next course of action.